Event description:
It was reported that an ilet pump touchscreen became nonresponsive on the unlock screen, preventing the user from sliding to unlock and completing a software update; the user noted a small scratch on the screen, and a replacement device was provided while the original is to be returned. Customer care provided support that included device replacement logistics. Investigation of this case revealed a software problem associated with an unresponsive touchscreen, consistent with a key or button not working on the touchscreen component. No clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.